Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient stated that symptoms were better with device off, so he wanted the device out. An explant is planned. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that yes their symptoms better with interstim turned off as patient scheduled for full implant removal on 2018 (B)(6). Patient's weight was still unknown on asking